Event description:
It was reported the patient's ((B)(6)) trial lead would not stay connected to the trial cable. Despite numerous attempts to secure the connection, the lead continued to pull out from the trial cable. A new trial cable was used to complete the trial.

Manufacturer narrative:
Results - complaint was confirmed for "loose connection". As received, a loose connection was observed when patient scenario was recreated with test control leads. Test leads were inserted ino the returned the cable and lead pulled out was observed; consistent with observation made in the field. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.